Manufacturer narrative:
Returned for evaluation was a evlt spotlight ops 55cm fiber. There was a noted fracture of the fiber that measured 137.5cm from the fiber tip.per the manufacturing engineer for this product, "it is anticipated that the fiber material may have some flaws within the glass core which can impact the resultant fiber strength. To identify any flaws that will not withstand the minimum stress expectations, all fiber material is subjected to an in-process stress test when produced by the vendor to develop a level of assurance that the fiber material can withstand a minimum amount of stress regardless of any flaws. When packaged, the fiber assemblies are coiled to a specific diameter to ensure any stress due to the coiled configuration is not excessive and should not adversely affect the strength of the fiber assembly for its labelled shelf life." The customer's reported complaint description of the fiber fractured/kinked is confirmed. A definitive root cause for the fiber fracture could not be determined, however, no manufacturing non-conformance was observed during sample evaluation. Fiber cores may have flaws but this is verified during manufacturing. A device history records search for the fiber kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A physician reported an issue with an evlt kit with spotlight ops sheath 55cm. While unpacking the fiber, it was noted that it appeared to be bent at a 90 degree angle. When the physician attempted to straighten the device, it broke immediately. The patient was on the table when this occurred; however, there was no significant delay. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. The reported device is not available to be returned to the manufacturer for evaluation.